Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a patient sample. The following data was provided (reference range >1.00 is reactive s/co): (B)(6) 2024 sample ID (B)(6) initial = 2.90 s/co, repeat = 1.91 s/co hbsag confirmatory neutralization test result = 100.6901% (B)(6) 2024 same sample was repeated and the hbsag qual assay result = 0.75 s/co (non-reactive) another tube that was also collected on june 13th from this same patient was ran on (B)(6) and negative results were obtained as follows: sample ID (B)(6): qual: 0.44 s/co (negative). Quant: 0.0 s/co (negative). Hbsag confirmatory produced error message 1103 -unable to calculate result. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Clinical specificity testing was performed using an in-house retained kit of the complaint lot. All specifications were met indicating that lot 61294fz00 is performing acceptably and there is no issue with the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii confirmatory reagent lot 61294fz00 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 8p11-22, that has a similar product distributed in the us, list number 8p11-21.

Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a patient sample. The following data was provided (reference range >1.00 is reactive s/co): (B)(6) 2024 sample ID (B)(6) initial = 2.90 s/co, repeat = 1.91 s/co hbsag confirmatory neutralization test result = 100.6901% (B)(6) 2024 same sample was repeated and the hbsag qual assay result = 0.75 s/co (non-reactive). Another tube that was also collected on (B)(6) from this same patient was ran on (B)(6) and negative results were obtained as follows: sample ID (B)(6): qual: 0.44 s/co (negative). Quant: 0.0 s/co (negative). Hbsag confirmatory produced error message 1103 -unable to calculate result. No impact to patient management was reported.